Event description:
It was reported that during a routine generator change procedure, this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for troubleshooting assistance. Ts discussed possible causes and shock efficacy with the hcp. At this time, this rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.